Manufacturer narrative:
No device was returned for evaluation; the reported event was confirmed by review of radiograph images provided. The review identified that the absence of space between the femoral component and patella observed in pre-revision radiographs provided suggests wear of the patella component. The gap between the medial femoral condyle and tibial tray appears slightly smaller than the gap between the lateral femoral condyle and tibial tray which suggests a greater loss of material thickness/wear on the medial side of the tibial insert. However, the extent of the wear cannot be determined as the devices were not returned and images were not provided of the explanted devices. There are areas that appear consistent with osteolytic regions. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear of the tibial insert and patella and osteolysis possibly due to malalignment between the implants, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years if implanted with the 15mm tibial insert. The cause and extent of the reported prosthesis wear cannot be determined because the revised components were not returned for evaluation and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately seven years post the initial left total knee arthroplasty, the patient complained of pan. The patient had major lysis. The patella showed significant wear and tibial insert was worn. The surgeon used competitor implants for the revision. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.